Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/29/2016 with the following findings: review of the alarm history revealed multiple consecutive ¿cs054/cs052/cs012¿ alarms. On investigation, the pump powered on with appropriate auditory tone and vibration; however, the display screen remained blank when the pump powered on. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Technical analysis revealed a single component (processor) failure, which caused the blank display. Investigation did not duplicate the alleged ¿intermittent power¿ issue; however, a processor failure was determined to be the cause of the blank display.